Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they woke up with high blood glucose of 430 mg/dl and found that the insulin pump had battery out limit alarm. The customer stated that the battery out limit alarm was cleared after several battery changes. The insulin pump will not be returned for analysis.